Event description:
Pt reported feeling "warn out and extremely tired" the day after stimulation was initiated. Follow up with the treating physician indicated the pt had a low thyroid level resulting in severe fatigue. The physician states that the implant surgery may have damaged the thyroid. The pt has been sent to the primary care provider for the thyroid issues. No further info has been received to date.